Event description:
It was reported that the syringe 10ml posiflush xs experienced foreign matter in the syringe or any fluid path component, and was involved with a patient experiencing a systemic allergic reaction. It has not been specified whether medical intervention was applied as a result. The following information was provided by the initial reporter: I have just spoken with my mum. She had the anaphylactic shock twice after the use in 2018. The doctor thought that most likely it was a reaction to silicone oil.

Manufacturer narrative:
Investigation: a device history record review was completed for provided lot number 8129820. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As there were no non-conformances noted with this lot, an exact cause related to the manufacturing process cannot be determined for this incident. There is no evidence that the posiflush syringe was directly responsible for this incident. The silicones used during the production are tested and certified medical grade materials. All components intended for the posiflush, including plastics, elastomer, and colorants (tip cap only) are made of certified medical grade materials. The tip cap is made of polypropylene and colorant. The barrel and plunger components are made of polypropylene. The stopper component is made of elastomer. The saline is composed of water for injection and 0.9% sodium chloride. All of the inspections performed prior to release were acceptable for this lot. As a sample was unavailable for return, further evaluation could not be completed. H3 other text : see h.10.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml posiflush xs experienced foreign matter in the syringe or any fluid path component, and was involved with a patient experiencing a systemic allergic reaction. It has not been specified whether medical intervention was applied as a result. The following information was provided by the initial reporter: I have just spoken with my mum. She had the anaphylactic shock twice after the use in 2018. The doctor thought that most likely it was a reaction to silicone oil.